Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer in the main unit was difficult to close. A field service engineer (fse) identified that the drawer bearings were locking up and determined that a replacement drawer was needed. The fse replaced the main 3 half height drawer. The station was rebooted into the application, and the drawer was successfully configured. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the cubie was failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.